Event description:
It was stated that the customer passed away due diabetes complications. It was also stated that the customer was wearing the insulin pump at the time of death. In addition, it was stated that the customer had her leg amputated and had several infections.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.